Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown performance issue. No additional adverse patient effects were reported. It is currently unknown as to whether this lead is available for return. A good faith effort will to be submitted to the field to request product return. Additional information: a request was submitted to the field to obtain additional information and product return. Due to hospital policies, the field representative was unable to provide further information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown performance issue. No additional adverse patient effects were reported. It is currently unknown as to whether this lead is available for return. A good faith effort will to be submitted to the field to request product return.